Manufacturer narrative:
Investigation is ongoing. Customer data that supports the customer's allegation has been requested but not provided yet. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated on 2 samples when using the cobas®sars-cov-2 & influenza a/b test for use on the cobas® liat® system. Sample (1) generated a positive result for sars-cov-2 and negative results for influenza a/b. A first repeat test of the same sample generated negative results for all three (3) targets. A new sample was collected and tested with the cobas®sars-cov-2 & influenza a/b test. This test also generated negative results for sars-cov-2 & influenza a/b. All 3 tests were performed on the same system. Sample (2) generated a positive result for sars-cov-2 and negative results for influenza a/b. A repeat of the same sample on the same cobas® liat® system, generated negative results for sars-cov-2 & influenza a/b. An investigation is currently ongoing. No harm is alleged. Two (2) mdrs will be filed as per FDA guidance.

Manufacturer narrative:
Raw data was provided however the data set only shows runs from (B)(6) 2021 onward and the alleged runs occurred on (B)(6), therefore, the positive runs could not be reviewed. Information provided by the customer identified the reagent lot number used for each of the alleged false positive and shared the CT value for each sample. The CT values provided are delayed and fall in the lod range, likely contributing to the discrepancy upon repeat. No product problem was identified. Provided reagent lot number and expiration date. (B)(4).